Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the setscrew of the pulse generator could not be located to secure to the lead pin. The device was not used.